Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Check that your connection between the cartridge tubing and the infusion set tubing is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 280 mg/dl). Correction boluses and insulin injections were administered to address bg. Pump system check with tandem technical support (cts) found the "tlock" between the cartridge pigtail and infusion set tubing was loose. Cts instructed customer that per labeling, confirm "tlock" is tight. Reportedly, customer used the cartridge for 4 days versus the labeled 72 hours.